Event description:
It was reported that the customer's insulin pump experienced a button issue that caused his keypad to be unresponsive. He was not able to scroll down to check his bolus history. His blood glucose level was reported to be 166 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. Customer believes that this issue occurred because his keypad was locked. The product is being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.